Event description:
It was reported that the lead had high impedance. The egm's showed noise on the coils. Technical services discussed replacing the lead. The lead remains implanted.

Manufacturer narrative:
No medwatch form was received.